Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system controller pcb assembly. After replacing the system controller pcb assembly, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was originally reported to physio-control that when attempting to perform the user-test, the customer's device would fail, the service indicator was present and there were event codes logged in the device's memory. There was no patient use associated with the reported event. Upon evaluating the customer's device, physio-control observed the device does not complete the boot-up process and is unable to deliver defibrillation therapy or monitor ECG, intermittently. As a result, defibrillation may not be possible, if it were necessary.